Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not detected on the bus and could not be recovered. A technical support specialist (tss) contacted the customer and was informed that on-site support personnel were already present and actively working on the station. The tss requested an update once the issue was resolved to proceed with case closure. The tss later received confirmation from the customer that the issue had been rectified and proceeded with closure accordingly. The system functioned as intended after customer confirmed that the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer experienced a storage space failure and was not detected on the bus. The affected drawer could not be recovered and continued to appear as not found on the bus despite recovery attempts. The drawer contained high-use medications in a high-turnover ward, resulted in workflow impact. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.